Event description:
It was reported that when an asymptomatic patient presented via merlin.net and in clinic, the device showed non-sustained lead noise episode recordings due to post-paced t-wave oversensing. Post paced t wave oversensing on the near field channel resulted in non sustained lead noise episode. Programming changes were recommended. No further information is available.